Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, computed tomography of abdomen with contrast was performed which showed inferior vena cava filter was inferior to the level of the renal veins. After one-week, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter in position. After five months, the patient experienced right-sided abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was present in the infra renal inferior vena cava. After eleven months, removal of inferior vena cava filter was performed through the right internal jugular vein approach, which showed filter could not be removed. No evidence of inferior vena cava thrombus. The filter was intact without movement. On the next day, the patient was diagnosed with pulmonary embolism. On the next day, inferior angiogram and attempted removal of inferior vena cava filter was performed which demonstrates integrity of the filter. No filling defect was seen within the filter to suggest clot. The filter did show significant tilt with the hook of the filter abuting the caval wall. Multiple attempts were made using the gooseneck snare provided, as well as multiple attempts utilizing the end snare device. The loop of the snare could not be made to engage the hook and under fluoroscopy it appeared that the hook was partially embedded within the caval wall. After numerous unsuccessful attempts, the procedure was aborted. Repeat contrast injection demonstrates the filter in stable position without evidence of malpositioning. No filling defects were seen to suggest thrombus. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. However, the investigation is inconclusive for the alleged filter limb detachment and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported the detached struts lodged in lungs. The current status of the patient is unknown.